Manufacturer narrative:
The device was not returned for evaluation. The device lot number is unknown. The root cause of the event could not be determined. There is no immediate evidence to support why the ring slid out of the wing jaw during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0mm gem microvascular anastomotic coupler ring slid out of the wing jaw assembly during venous anastomosis of a free gracilias flap to the lower extremity procedure. The surgeon stated one coupler ring fell out of the black jaw assembly after the flap vessel had been seated on the coupler pins. The other ring had yet to have a vessel seated on it. The surgeon was able to place the coupler ring back in the jaw assembly and seat the recipient side vessel and close the device properly without incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.